Manufacturer narrative:
Cns log was received on (B)(6) 2018; however, due to the time lapse from when the strip was printed to when the cns log was collected, no information could be evaluated (cns log dated back only as far as (B)(6) 2018). Also, alarm settings for the strip could no longer be obtained at this date.

Event description:
The customer reported that the central nurse's station failed to alarm when the alarm limits for arrhythmia is breached. No known impact or consequence to the patient.

Manufacturer narrative:
Details of the complaint on 08/07/2018, bme manager sam wright at ssm depaul health center reported wrong alarms on the cns-6201a (pu-621ra sn: (B)(4)). Customer provided 4 strips with the following notes: #1: 05/29/2018, 11 beats vtach - no alarm, not in arrhythmia history #2: 06/02/2018, irregular rr on first 4 beats + normal on last 2 beats, did not alarm/vtach #3: 06/02/2018, found the 8 beats of vtach in arrhythmia recall and full disclosure, did not alarm nor change color #4: 06/02/2018, for 3 days no information being stored in arrhythmia recall. Turned bsm off and on. Information began to record. Service requested troubleshooting/assistance. Service performed nk technical support requested cns log files and print outs of arrhythmia alarm settings. Arrhythmia alarm settings were current settings, not from the day of the incident. The cns logs provided by customer were received 08/10/18, however due to time lapse from when the strips were printed to when the cns logs were collected, no information could be evaluated. Additionally, alarm settings for the four strips could no longer be obtained. Investigation result the cns device warranty began 2015, which is almost 3 years at the time of reported issue. A review of device history found no previously reported issues relating to alarms. Nkc DHR was requested under notification 300136854/ticket 37599 which was created to track the reported issue from second strip. Per nkc DHR (attached), the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Due to the delay in which issue was reported to nka, relevant information necessary to conduct a thorough investigation could not be obtained. An attempt was made by nka clinical support to conduct an analysis based on the information available. The summary is entered below: it is hard to tell without all the facts as to why these did not alarm. It appears that strip 1 from 6 north is an 11 beat run of vtach with a rate of approximately 108. Depending on the default settings for that cns/bsm would determine why it did not alarm. There is no default alarms attached for this cns/bsm. Strip 2 4n-417 appears to be vtach. From what I can determine the cns for 4n has vtach set at 3 beats and rate of 180, so from what I can determine it did not meet the rate to trigger the alarm. Strip 3 bsm307 does not appear to be vtach in any lead except v3. If set in single lead analysis with lead ii then this would not have alarmed vtach. Strip 4 unknown why rhythm information lost. Rebooting bsm reestablished link with the cns. From the information available, it is not possible to determine how the system responded or why. Therefore, the root cause could not be identified. Review of tickets opened at the customer facility found the 2 issues previously reported relating to cns not/incorrect alarm: 22703 reported 02/26/18 for pu-621ra sn: (B)(4); the root cause was determined to be user error in changing alarm settings. 35853 reported 08/02/2018 for pu-621 sn: (B)(4); nk clinical staff determined the system appeared to be functioning correctly based on the information provided. Complete assessment could not be performed due to lack of information provided by the customer. These tickets were reported prior to 08/07/2018. Customer has not reported further issues with cns alarm since. This issue does not appear to have an adverse trend at the facility and no design deficiency is suspected.

Event description:
The customer reported that the central nurse's station failed to alarm when the alarm limits for arrhythmia is breached. No known impact or consequence to the patient.

Manufacturer narrative:
Investigation result: the cns device warranty began 2015, which is almost 3 years at the time of reported issue. A review of the device history found no similarly reported issues. Additional tickets opened for this issue: (B)(4). This complaint record was created to document the investigation of strip #1 recorded 05/29/18 in which there was reported to be no alarm for 11 beats of vtach. Tickets similar to reported issue: ticket # (B)(4) reported 03/27/2019 in which the customer reported the cns-6201a (pu-621ra sn: (B)(6)) did not alarm for an event. Customer was advised on device functionality, including how alarms are affected by parameters settings and multilead analysis settings. Customer was also advised that no monitoring is 100% accurate. Ticket #(B)(4) reported 06/19/18 in which the customer reported the cns-6201ra (pu-621ra sn:(B)(6)) missed an alarm. An investigation was performed from the log files provided by the customer. In this incident, the cns was found to not alarm due to artifact and detection range settings, which caused the artifact to be detected as qrs waves. In order to minimize interference of artifact, version 04-01 of the org-9100a has enforced noise countermeasure. Due to the age of the incident and lack of information provided by the customer, such as additional details of the initial reported incident, along with alarms settings and log files containing data at the time of the reported incident, investigation is limited. From the information available, it is not possible to determine how the system responded or why. Possible root cause is user error or settings. The cns-6201a operator's manual advised the customer to be careful when turning off arrhythmia alarms as there will be no message or mark to indicate that the alarm is turned off. The cns operator's manual also advises the customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Although the device did not alarm for the suspected event, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. Based on the given information, there is insufficient information to suspect this issue to be caused by a deficiency in the device or design.